Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no liquid in the lens vial and the lens was dry. The lens was not used and no other device came in contact with the lens.